Event description:
It was reported that a cartridge alarm occurred during basal delivery with multiple cartridges. Additionally, it was reported that a cartridge change error occurred. Customer¿s blood glucose level was 129 mg/dl. Customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.